Event description:
A physician reported an issue regarding flexible grasper forceps 6.6fr wl 550mm, part no. 8736.685, batch 4500367417. The user reports "forceps not functioning properly. Will not open and close when inside of scope. If you deflect the scope it will not work." Additional information was received from the user facility representative on january 31, 2023. According to the received information, there was a delay of 5 minutes while resolving the issue and retrieved a back-up device to complete the procedure. There was no harm or risk to the patient.